Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device from the lesion site. The bumper tip of the device showed signs of damage to the distal edge of the tip that is consistent with resistance being encountered during advancement. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. The type of kinking that was evident is consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. After a 6fr guide catheter was placed, a non bsc guide wire crossed the lesion through the guide. Then a 3.00x12mm promus premier¿ stent was advanced to the lesion overlapping a previously implanted stent in the ostium of the obtuse marginal (om) in the lcx; however, the stent delivery system (sds) experienced resistance while advancing in the guide catheter, as the previous guide wire and stent balloon was still in the guide catheter. The physician attempted to advance the sds to the lesion and again resistance was encountered. The device was removed and it was noted that the distal edge of the stent was flaring and destroyed. Then, the sds of the previously implanted stent in the om was also removed and the procedure was completed with the deployment of a new 3.0x12mm stent with no issue.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. After a 6fr guide catheter was placed, a non bsc guide wire crossed the lesion through the guide. Then a 3.00x12mm promus premier stent was advanced to the lesion overlapping a previously implanted stent in the ostium of the obtuse marginal (om) in the lcx; however, the stent delivery system (sds) experienced resistance while advancing in the guide catheter, as the previous guide wire and stent balloon was still in the guide catheter. The physician attempted to advance the sds to the lesion and again resistance was encountered. The device was removed and it was noted that the distal edge of the stent was flaring and destroyed. Then, the sds of the previously implanted stent in the om was also removed and the procedure was completed with the deployment of a new 3.0x12mm stent with no issue.